Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 88mm in diameter abdominal aortic. The proximal aortic neck diameter measured 28-34mm with a 46 degree angulation. There was 20% of calcium noted at circumference of the seal zone with no thrombus observed. It was reported the patient returned for follow-up. The CT reported that there was a type ia endoleak. The investigator elected to implant seven heli-fx endoanchors which were successfully implanted into the endurant aortic cuff to the aortic neck. The endoleak resolved post endoanchor implantation. The investigator has not indicated the cause of the event. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.